Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: leakage after infusion of chemotherapy drugs. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation; however, one picture was submitted. A review of the photograph was performed which details a total of 26 caresites within the picture. No conclusions can be made regarding the defect in the picture. The photograph does not provide sufficient evidence to confirm the defect. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.